Manufacturer narrative:
Clarification to b5/h6 of the initial and previous supplemental medwatches: the event of "could possibly have a seroma" (e0307) does not relate to the device in this record and has been reported in mrn 9617229-2024-09522. This record is not reportable to the FDA and will be un-reported.

Event description:
Healthcare professional has clarified that the seroma was only on the contralateral side and the only complaints against the left side are "implants have dropped" and recalled implants "keeping [the patient] awake at night". The following events were also reported, which are not device-related: "cysts" and "left breast isoechoic nodule may represent a lipomatous fibroadenoma". This record is no longer reportable to the FDA and will be un-reported.

Event description:
Device has been explanted.

Event description:
Patient reported they were informed implants that were recalled. The patient underwent ultrasound examinations which observed "cyst" and "isoechoic nodule may represent a lipomatous fibroadenoma". Medical staff later reported that the implant has "dropped and could possibly have a seroma". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported they were informed implants that were recalled. The patient underwent ultrasound examinations which observed "cyst" and "isoechoic nodule may represent a lipomatous fibroadenoma". Medical staff later reported that the implant has "dropped and could possibly have a seroma". The device has been explanted. This record relates to the left side.